Event description:
Coflex implant removal due to trauma. Xlif and posterior lumbar fusion were performed.

Event description:
Coflex implant removal due to trauma fall from ground height with spinous process fracture. No implant failure coflex implant did not break or migrate. Xlif and posterior lumbar fusion were performed.

Event description:
Coflex implant removal due to trauma. Patient had a disc fracture. Xlif and posterior lumbar fusion were performed. Coflex implant did not break or migrate.